Event description:
Customer reported hospitalization due to high blood glucose. Customer had a bent cannula. The blood glucose reading at the time of the event was over 600 mg/dl. Customer stated that she was feeling bad. Customer was released after the blood glucose reading decreased to 220 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.